Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument was returned for failure analysis evaluation. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the wires broke on the fenestrated bipolar forceps (fbf) instrument. A fragment fell inside the patient but was retrieved during a different unspecified procedure. The instrument changed and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.